Event description:
The facility contact reports that the pt developed erythema and pruritis at the IV device insertion site. The symptoms were treated with IV diphenhydramine. The symptoms subsided, and the device was left in place.